Event description:
During coil embolization within the acom - 9 mm aneurysm, difficulty was experienced to pass both coils through the hub of the prowler microcatheter. It was also reported that an oversized condition of the coil to gripper interface may have been the cause of the problem. Once the gripper of the coil passed through the hub, these coils were removed. The coil embolization of the aneurysm was successfully completed. There was no adverse effect to the pt.